Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that longitudinal stent deformation occurred. The target lesion was located in the mildly tortuous and mildly calcified left main (lm) artery and proximal left anterior descending artery (lad). A 4.00 x 28mm synergy ii drug-eluting stent was implanted for treatment. After the procedure, the physician checked by angiogram and intravasular ultrasound and found that the length of the stent was 33mm instead of 28mm, and noted that there was a longitudinal stent deformation and the stent extended into the aorta. The procedure was completed with no patient complications nor injuries reported.

Manufacturer narrative:
Two photos were provided by the customer. One photo revealed stent deformation visible in the mid stent region. The views shown were under flow contrast of the distal end of the guide catheter with two wires going through left main (lm), left anterior descending artery (lad), and left circumflex artery (lcx) respectively. An expanded stent could be viewed in the proximal region of the lad and extending into the distal and mid lm. The mid to proximal region of the stent was noted to have stent struts deformed and possibly stretched. The second photo showed stent boost, an enhanced image of the stent struts with damage/stretching visible in the mid stent region. The distal end of the guide catheter and the two guidewires were also visible along with what appears to be other guidewires through the lad.

Event description:
It was reported that longitudinal stent deformation occurred. The target lesion was located in the mildly tortuous and mildly calcified left main (lm) artery and proximal left anterior descending artery (lad). A 4.00 x 28mm synergy ii drug-eluting stent was implanted for treatment. After the procedure, the physician checked by angiogram and intravascular ultrasound and found that the length of the stent was 33mm instead of 28mm, and noted that there was a longitudinal stent deformation and the stent extended into the aorta. The procedure was completed with no patient complications nor injuries reported. It was additionally reported the patient status post procedure was good.